Event description:
It was reported that the patient met with the sales representative to discuss the patient's difficulty operating control pump because of medial migration after insertion. Device works and improves incontinence. Sales representative discussed possibility of the doctor moving the pump back to the side of his scrotum so he wouldn't urinate on his hand when using and patient is going to discuss with his wife and make a decision. No more information is available at the moment, additional information will be provided as it becomes available.